Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil at 29.4 - 30.5 cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.